Manufacturer narrative:
Examination of the returned device confirms the reported event of trial damage/breakage. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned device. Based on the inability to determine a root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The shim has a corner broken off.

Manufacturer narrative:
The complaint is under investigation. Depuy will notify the FDA of the results of the investigation upon its completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.